Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported breakage. A DHR review was performed to verify all steps were completed and no discrepancies were discovered during this review. The investigation did not identify the root cause of the breakage. (B)(4) was initiated to identify root cause and corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Both tibial and femoral trumatch blocks broke while cutting through, causing a 5-minute surgical delay. It is unknown if any pieces were left in the patient.